Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. Vascular access was obtained via the right femoral artery. The 98% stenosed target lesion was located in the calcified ostial left anterior descending artery (lad). This 330cm rotawire was successfully advanced. The physician placed the wire tip very distal in the vessel, the angle of the lad from the left main (lm) was approximately 90%. The platforming rotational speed was 180,00rpm. During rotation of the burr the wire tore apart just distal to the burr and 10 cm of the wire became detached. It was noted that the ablation was performed for 10 seconds and the rotational speed fell to 170,000rpm. There was no damaged noted to the burr. It was not possible to catch the distal wire and the physician was unable to open the vessel with any other device. After two hours the physician finalized the case and detached portion remained. No further patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. Vascular access was obtained via the right femoral artery. The 98% stenosed target lesion was located in the calcified ostial left anterior descending artery (lad). This 330cm rotawire was successfully advanced. The physician placed the wire tip very distal in the vessel, the angle of the lad from the left main (lm) was approximately 90%. The platforming rotational speed was 180,00rpm. During rotation of the burr the wire tore apart just distal to the burr and 10 cm of the wire became detached. It was noted that the ablation was performed for 10 seconds and the rotational speed fell to 170,000rpm. There was no damaged noted to the burr. It was not possible to catch the distal wire and the physician was unable to open the vessel with any other device. After two hours the physician finalized the case and detached portion remained. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was fractured approx. 322.5cm from proximal end. The spring tip was not returned for analysis. All the outer diameter that could be measured was within the specifications. The portion fractured was sent to the (B)(4) lab for analysis. After (B)(4) lab results, the fracture occurred due to a bending overload located in a zone with a wear reduction of the cross sectional area. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).